Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. Tested 5x returned devices with negative standard and 5x returned devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause:unable to duplicate with customer returned product. Source: phone.

Event description:
Customer reporting discordant sars result. Customer communicated the result was positive on initial test and negative with the 2nd test. No confirmation testing was performed and symptomatic status of patient is unknown.